Event description:
It was reported that the patient experienced syncope and ventricular capture could not be confirmed on current and stored electrograms (egm). The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.